Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the malfunction of channel c not opening was confirmed during product evaluation. The root cause was determined to be a disconnected pump head module (phm) keypad flex cable. The phm assembly for channel c was replaced to correct the condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the issue of channel c not opening. This condition had the potential to interrupt delivery. This condition was found in the ICU department. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.